Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2021 to address post-amputation phantom pain of the lower extremity. Patient reported that the nalu system successfully reduced the phantom pain, however it did not completely eliminate the pain symptoms. On (B)(6) 2023 the firm was made aware that on (B)(6) 2023 the patient had undergone a neurectomy in the amputated limb and that the nalu system was explanted during that procedure.

Manufacturer narrative:
The nalu system appeared to be functioning as designed with no failure or malfunction. The system was unable to fully address the phantom pain symptoms to the patient's expectations and the system is no longer required after performing the neurectomy. The firm was not aware of the planned procedure and thus not present when the system was explanted. The device was discarded by the medical facility and not available for further inspection and investigation.